Event description:
It was reported from a cord blood facility that after processing a unit of cord blood, and transferring the cord blood product to the freezer bag, the technician noticed that the cord blood product was present in the space beyond the septum of the access port to the small compartment of the freezer bag. The user reported that this situation disabled the use of the bag.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed de novo lesion was located in the moderately tortuous and calcified shunt in the left antebrachium. A 7.0 x 40/40 sterling balloon dilatation catheter was selected for pre dilation and upon inflation to 6 atms a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.